Event description:
It was reported to dräger that the device suddenly posted an alarm during a surgical procedure and switched itself off. As per report, the patient was manually ventilated, and it was confirmed to dräger that no health consequences for the patient were resulting from the event. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The device was evaluated by a dräger field service engineer whereby a worn internal battery was determined. Log file evaluation performed by the manufacturer revealed that the device ran on internal battery during the event and that the shutdown was related to its depletion. The log further indicates that the time between the alarm by means of which the device indicated that the residual battery capacity underran 10% and the shut-down of automatic ventilation was only two minutes. As laid down in the IFU, it should be minimum 5 minutes with a fully charged internal battery in good condition. When automatic ventilation is being shut-down due to a too low battery voltage, the device switches to monitoring mode - patient support can be done in manual ventilation via the built-in breathing bag, the monitoring functionalities remain available for some further minutes, the supervisor function of the device first shuts off the ventilator because it needs the highest of the internal voltages and has the highest energy consumption of all subsystems. It can be derived from the logs that the device ran on internal battery for more than 200 hours since the last exchange done in 2024. The IFU explains that the primary mode of operation for the workstation is mains supply and that the internal battery serves as a fail-safe mechanism to cover mains power losses for at least 45 minutes. It is not intended for frequent usage in battery mode such as the logged overall battery runtime suggests. The device clearly indicates on the screen the actual energy source it runs on, and when mains supply suddenly gets lost during use, this event triggers a corresponding alarm to alert the user to this condition while operation is being continued. The reduced runtime between the alarm at 10% residual capacity and the shut-down can be explained by the wear status of the battery. Dräger finally concludes that the factors with the highest contributing effect to the event were under control of the user - there was no technical reason of the device itself why it ran on battery (e.g. Failure of the internal power supply), and the reduced time between the two aforementioned alarms was related to accelerated wear of the internal battery due to frequent use in this mode of operation.